Event description:
It was reported that the pump usb port was observed to be damaged, and there was debris inside the usb port. There was no reported adverse impact to customer¿s blood glucose level. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.